Event description:
During a review of the maude database on 21-may-2009 (B) (4) was identified. Description of the medwatch is: rt found pulse ox on pt showing low sats but was not alarming. No sounds coming from the machine, but volumes were set appropriately. No adverse effect to pt. A review of complaints was performed by covidien and no related complaint was determined. No further info available.

Manufacturer narrative:
The model number on (B) (4) is n560-ad1; other device model number is dpf 0131. Identified as a n-560, the serial number of the n-560 is unknown. The original reporter is unknown. A request was sent to FDA by covidien asking for serial number and original reporter, so additional info may be available to aide in the complaint investigation. If additional info becomes available, a supplemental report will be submitted.